Event description:
Conquest pta balloon dilatation catheter - tore and required retrieval - no injury to patient 8mm x 40mm balloon diameter 8mm balloon length 40mm shaft length 75cm recc guidewire .035" recc introducer 6 f operating pressure 8atm rated burst pressure 27atm bard. FDA safety report ID # (B)(4).